Event description:
A customer contacted baxter's technical service center reporting a reload set alarm where the home patient (hp) restarted the setup using the same supplies during prime on the home choice (hc). The home patient (hp) stated he had noticed solution leakage around the machine when the alarm occurred and restarted the setup using the same disposables and the alarm repeated. The technical service representative (tsr) instructed the hp to cycle the power to press go to start so the hp could start over with new supplies. The tsr explained the alarm and assisted to restart the setup with new supplies. During a follow up call to the home patient (hp) (B)(6) 2012, regarding the reuse of supplies, the hp stated he set the homechoice (hc) up and the hc was priming. He then went into another room, within about 10 minutes he heard the hc alarm. The hp stated there was a reload set alarm and solution on the floor. The hp stated he was not sure where the set up was leaking from, but he knew that it was not the solution bag itself. Product surveillance (ps) advised the hp to start over with new supplies and not reuse supplies as there is a risk on contamination and the hp understood. The hp stated he started over with new supplies, the hc primed and the hp completed therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single use product issue. Complaint is confirmed because the patient reported after getting reload set 202 alarm, they restarted the setup using the same disposables supplies, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.